Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the destination sheath broken at the hub before usage. There were no complications, the product was not used. There were no other device or equipment used with the reported product. Additional information was received on 09 dec 2019. The procedure for patient was peripheral intervention. The issue was resolved to continue the procedure as intended, by exchanging for a new sheath. The patient's condition was stable.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 45 cm 7fr destination sheath and dilator were received for product evaluation. Visual inspection of the sheath revealed damage at the tip of the sheath. The sheath tip was observed under microscope and the tip of the sheath was partially collapsed. The dilator was viewed under microscope and there were two dents on the tip. The dilator tip was viewed under microscope and confirmed to be damaged. The sheath od measured 0.1218 inches which was within manufacturer specifications. The dilator od measured 0.0962 inches which was within manufacturer specifications. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.